Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Note: delayed emdr submission was due to FDA esg web trader account system software issues, per FDA esg help desk ticket # (B)(4) (and subsequent ticket # (B)(4). Hoya due diligence is documented under internal issue-(B)(4). Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). IFU not followed - it was noted that bss was used. The precautions section of the product's instructions for use (IFU) states: the lens has been validated with sodium hyaluronate ophthalmic viscosurgical devices (ovds); the use of other ovds and lubricants may cause damage to the lens and potential complications during implantation. Portions of the product were returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. Appearance check result was consistent to reported information. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: 255) the dye test result showed the injector tip was properly coated. Proper coating allows the lens to advance. We could release a re-installed iol from the returned injector without any problems. The exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. CAPA-22-0009 has been initiated for "damaged haptic" complaints.

Event description:
Damaged haptic after implantation it was noted that bss was used. The trailing haptic was separated at the tip during iol insertion. The iol is left in the eye, and the patient health is not impacted. Patient impact: no impact.